Manufacturer narrative:
510(k)#: k142688. Device evaluation complaint device was not returned therefore a document based review will be performed. Lab evaluation: n/a document review including IFU review. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1718730 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1718730. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Image review: n/a root cause review: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the distal part of the needle breaking due to the actual lesion could have been hard leading to the needle breaking. Another possible root cause could be attributed the needle being broken on removal from scope due to a possible kinking of device on removal summary: complaint is confirmed based on customers testimony and image provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
510(k)#: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When removing the product from the device, it was noticed that the needle was broken. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿distal needle breakage'. No adverse effects to the patient have been reported as occurring. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.